Manufacturer narrative:
(B)(4): the complaint device was returned for evaluation. Testing could not confirm the customer's the reported malfunction of feeling current flow at the suction control hole during use of the monopolar coagulator. After a thorough inspection, it appeared that the instrument mcen 100-2-5 is working properly and conforms to mxi manufacturing specifications. In addition no damages or electric leakage were observed with the returned the cable cp391-3. It should be noted that during normal use, with the wearing of suitable protective equipment, no current would be felt by users. There is a high probability that the surgeon felt the current because of failure of his protective gloves. This could be due to: ¿ damaged gloves ¿ contact with instrument or patient during monopolar coagulation without protection ¿ reduction of impedance or resistance properties of surgical glove (extended wear and exposure to blood and fluids or from perspiration inside the glove) note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues.

Event description:
It was reported that when using a suction tube (mcen100-2-5) the doctor feels current flow at the suction control hole during monopolar coagulation. There was no user/patient injury.